Event description:
It has been reported to philips that the system would not power on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not powering up. Upon functional testing the fse found that the hard drive bay of the host pc was not powering up the hard drive. The fse replaced the host pc and restored the system software configuration and calibration. After replacement of the host pc and restoring of the system software configuration and calibration, the system was returned use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.